Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states chair is moving/sliding back and forth, and is loose just wants to replace seat.